Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD, implanted: (B)(6) 2018; 305c29 tissue valve, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for incessant ventricular tachycardia. During the hospitalization, increased thresholds were noted on the left ventricular lead. The lead has a possible fracture and was partially explanted and capped. An epicardial lead will be placed at a later date. No patient complications have been reported as a result of this event.